Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of distal tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The pull wire and attached thumb ring assembly of the rx cytology brush were returned, but with no catheter or handle t-fitting returned. Visual analysis of the returned rx cytology brush found that the pull wire was kinked at 95.5 cm and 97.5cm from the distal end of the thumb ring hypotube. The pull wire was also bent where it connects to the hypotube. The blue touhy-borst cap, silicone gland, zytel and plastic stop washers were completely present on the thumb ring hypotube. The blue cap threads and brush bristles were undamaged and properly formed. The tip of the brush was missing. Because only part of the device was returned, functional evaluation and dimensional verification could not be performed. Before the device was used, there was no implant device (such as stent) within the bile duct. Most likely, the tight stricture in the bile duct caused the tip of the brush to be detached. Therefore, the most probable root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted. The accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during a cytology procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was brushing and noticed that the distal tip of the brush did not move. When the device was removed from the patient, it was found that the distal tip separated from the brush. The detached tip remained in the patient and is expected to pass naturally. Reportedly, the patient has a tight stricture. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during a cytology procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was brushing and noticed that the distal tip of the brush did not move. When the device was removed from the patient, it was found that the distal tip separated from the brush. The detached tip remained in the patient and is expected to pass naturally. Reportedly, the patient has a tight stricture. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.